Manufacturer narrative:
Added: d6b (date of explant). Corrected: d4 (primary UDI number).

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 69-year-old male patient presenting with cardiomyopathy. The patient had a history of CABG and known coronary artery disease. During support, the patient¿s heparin dose was increased to a low-standard level. Following this adjustment, the patient began bleeding at the incision site. Heparin was discontinued, and manual pressure was applied until hemostasis was achieved, after which a pressure dressing was placed. No additional interventions were required, and the patient remains on support. The reported bleeding requiring hemostasis is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support, which are known risks described in the instructions for use. The bleeding resolved with standard intervention and it is unknown whether recommended best practices for access management and bleeding-risk mitigation were followed.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1 (brand name) has been updated. Major bleed/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details.